Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when patient was charging her implant, the recharger got hot enough, and it could burn you. (This was misinterpreted).

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported when patient was charging her implant, the recharger got hot enough, and it could burn you. Patient stated sometimes it would quit charging. Patient noted there was not warning or message that pops up. Patient stated it didn't want to charge the ins half of the time. It was mentioned patient had been charging for 1.5 hours and the ins was only 30% charged. Patient stated the recharge quality was always excellent. Patient stated she charged with stimulation on and always had. Prior the call, patient tried putting something between her skin and the recharger but that didn't help. Troubleshooting included considering changing the recharging temperature and speed. Patient services reviewed how to access the charging speed ad temp. Patient was on 4 during call and changed to 3. Patient told rep about this issue about few months ago and it was this year. A replacement recharger would be sent to patient. It was noted recharger got too warm. No further complication and no symptoms were reported. On (B)(6) 2018 (rep): additional information from representative was received. Rep stated that rep didn't¿ t recall and remember the day, month and year of this event and had no further information at this time. No further complication and events were reported.